Event description:
The user facility reported during a procedure, the image went to blue and yellow lines and was not at all visible. The procedure was completed with the use of another similar device. There was no allegation of harm.